Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, inflation was started when the device successfully crossed the lesion. However, the balloon ruptured before reaching 6atm during the first inflation. The procedure was completed with another of the same device. There were no patient complications reported.